Event description:
It was reported by the rep that the (1) ez45b was used during a thorascoscopy procedure. It was reported that the first firing of the instrument was fine. A box of reloads were pulled into the room and the reload was difficult to fit into the instrument. The device did not fire properly and the white handle did not release. There was some bleeding which looked like the staples did not form. Two additional instruments were pulled to complete the case. No other reloads were used.